Event description:
The reporter (a healthcare provider) contacted animas on (B)(6) 2013 to report that the patient had been hospitalized the prior day with a diagnosis of diabetic ketoacidosis (dka). The reporter stated that the patient was out of the hospital. Animas customer technical support made several attempts to contact the patient in follow up of the reported hospitalization and diagnosis of dka and to troubleshoot the pump for malfunction, but the patient did not return the phone calls or the written communications sent. This complaint is being reported because the patient was hospitalized with dka; the cause of the dka and the functionality of the pump remain unknown at the time of this report. If more information becomes available, this complaint will be updated accordingly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.